Event description:
It was reported that biomed had an arctic sun device that was not passing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature), expected value was 6 but actual value was 31. Biomed stated that chiller was not going below 23 degrees, device was coming in for assessment.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is a chiller unit component failure. However this cannot be confirmed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. Based on the results of the investigation, no additional actions are needed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed had an arctic sun device that was not passing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature), expected value was 6 but actual value was 31. Biomed stated that chiller was not going below 23 degrees, device was coming in for assessment.